Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were unresponsive after swimming and would not advance passed the verify screen. The patient denied any damage to the rubber keypad and observed moisture behind the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4):visual inspection revealed moisture in the display. The pump failed to power on. The keypad complaint could not be investigated due to no power to the pump. Unrelated to the complaint, investigation revealed a cracked case and moisture damage on the pcb.